Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
Customer reported an over infusion of dilaudid and suspects tampering. The pca module was programmed for pca dose only, dilaudid 0.4 mg/pca request and clinician administered boluses of 0.8 mg or 1.0 mg. On (B)(6) 2014 at 10:11 am, the pca dose only was changed to 0.2 mg/pca request. On (B)(6) at 16:15 pm; the nurse noted the pt requested 14 doses between 10:11 am - 15:00 pm and should have received 2.8 mg; however, the pcu indicated 10 mg had been delivered. The nurse reviewed the pca history for (B)(6) 2014 and discovered bolus doses of 0.8 mg - 1.0 mg had been delivered; however, the rn caring for the pt did not program or deliver the doses. The customer requested an event log review to determine pca programming, pca dose requests and pca clinician bolus doses delivered. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.